Event description:
Concomitant device reported: unknown femoral recon nail (part# unknown, lot# unknown, quantity# 1); unknown hammer (part# unknown, lot# unknown, quantity# 1): unknown reaming rod and (part# unknown, lot# unknown, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10 (concomitant medical products). H3 (device evaluated by MFR), h6: a product investigation was conducted. Visual inspection: the threaded distal tip of the driving cap was returned broken within the returned insertion handle (product code: 03.033.001; lot: l785924). The threaded distal tip broke off at the most proximal thread form. The remaining portions of the driving cap were not returned. No other issues were identified with the returned device. Dimensional inspection: dimension inspection could not be performed as the broken portion of the device was inaccessible within the insertion handle. Document/specification review: the relevant drawings reflecting the manufacturing and current revision were reviewed; during the investigation no new product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition was confirmed during investigation. No manufacturing issues were identified during investigation. During the investigation, no new product design issues or discrepancies were observed that may have contributed to the complaint condition. While no definitive root cause could be determined, it is possible that the device encountered excessive forces and/or off-axis striking. Product issue evaluation has been launched to address the identified issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11 corrected data: b5 (event), d11: corrected concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an intramedullary (im) nail femur fracture procedure. During the procedure, while the doctor was hammering the reaming rod down the femur, the universal chuck with t-handle bent. As the doctor was hammering the femoral recon nail down the canal, the driving cap sheared off the radiolucent insertion handle. The doctor hammered the reaming rod again using a different universal chuck with t-handle it also bent. The procedure outcome was unknown with 20-30 minutes of surgical delay. The patient outcome was good. Concomitant device reported: unknown femoral recon nail (part# unknown, lot# unknown, quantity# 1). Unknown hammer (part# unknown, lot# unknown, quantity# 1) unknown reaming rod (part# unknown, lot# unknown, quantity# 1). Radiolucent insertion handle (part# 03.033.001, lot# l785924, quantity# 1). This is report 1 of 1 for (B)(4).